Event description:
Device not working so unable to take insulin and had high blood sugars; ketoacidosis; mild heart attack [myocardial infraction] ketoacidosis. High blood sugars [blood glucose increased]. Device not working so unable to take insulin [device malfunction]. Case description: this spontaneous report, received from the united states and reported by a consumer as "device not working so unable to take insulin and had high blood sugars, ketoacidosis, mild heart attack", concerns a male patient treated with an induo (insulin delivery device) from 2002 to 2007 for "insulin-dependent diabetes mellitus". Other medical history is unknown. The pt reported that in 2007, the plunger of his insulin delivery device was not working correctly and he was not able to administer his insulin. In addition, the battery of the insulin delivery device had stopped working. He had no other means of administering his insulin on hand and felt too sick to go out and purchase another insulin device. As a result, he did not take any insulin from the previous date until three days later. During the four days that he did not take any insulin, he started to experience high blood sugars (levels unknown) and as the days progressed he felt increasingly ill. He also stated that he was coming down with the flu and was not eating any food, which he stated was one of the contributing factors that led him to be hospitalized. Prior to that day, he started to experience nausea, chest pain and dizziness. He called 911 and when the paramedics had arrived, they found him unconscious. He did not know what treatment was administered to him by the paramedics. He was taken to the hospital and hospitalized for ketoacidoisis. The patient stated that he was in and out of consciousness in the intensive care unit for 4 days and could not remember anything. Two days later, he regained consciousness and started to feel better. His symptoms had resolved and he was transferred to the medical floor for an additional 2 days. He remained hospitalized so that his vital signs could be stabilized. The pt also reported that while he was hospitalized, he experienced a mild heart attack. He stated that he felt this event was related to the fact that he had not received any insulin for 4 days. No further details were provided surrounding this event. He had blood work done and a number of diagnostic tests performed, but the type of blood work and tests performed and the results of those tests are unk. The pt was unsure of what treatment he received during the hospitalization, and only remembers receiving insulin (type and dose unknown). He was discharged from the hospital the next day and was switched to conventional insulin syringes to administer his insulin. The events of ketoacidosis, high blood sugars, and mild heart attack were considered resolved. Reporter's causality: unknown. Novo nordisk causality: reportable.